Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic during follow-up. Undersensing on the ventricular channel was observed via stored egm. Programming changes were recommended; device remains implanted. No further information available.